Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the dreamtome rx sphincterotome was advanced through the scope and into the duodenum. The physician went to bow the device, prior to cannulation the common bile duct, and the cut wire broke at the distal end but remained attached to the device. No part of the cut wire fell inside the patient. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the cut wire was bent, broken and the broken ends of the cut wire appeared blackened. In addition, the distal and proximal pierce holes appeared melted. One end of the broken cut wire attached to the anchor at the distal pierce hole while the other end had retracted inside the lumen of the extrusion through the proximal pierce hole. The proximal end of the cut wire could not be extended out through the proximal pierce hole due to the condition of the device (melted pierce hole). The outer diameter (od) of the exposed cut wire was measured and found to be within specification. During manufacturing, the sphincterotome devices are 100% inspected and the damage is likely due to procedural factors. Therefore, the most probable root cause is operational context. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the dreamtome rx sphincterotome was advanced through the scope and into the duodenum. The physician went to bow the device, prior to cannulation the common bile duct, and the cut wire broke at the distal end but remained attached to the device. No part of the cut wire fell inside the patient. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.